Event description:
This 34 year old female underwent replacement of right saline implant in 1/3/95. The replacement prosthesis was saline posterior leaf valve, size 375 that was infalted with 375 cc saline. Over the following weeks, the implant appeared to be slowly deflating. Gross exam: there appears to be no evidence of leakage of its content and there is no grossly identifiable defect identified within the envelope. The implant weghts 340.87 gm.